Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly while operating on the batteries. It was noted that the iabp unit had been taken to another facility in rescue mode to transport the patient and was checked beforehand. It was noted that one of the batteries was depleted and the other battery only had a partial charge but no ac transport power supply was used. The iabp unit was powered on and the patient was connected but when the end user pressed the start button, the iabp unit began the autofill sequence then immediately shut down. The end user attempted to power on the iabp unit twice; however, the iabp unit shut down after the start button was pressed. The patient was reconnected to the transferring facility¿s cardiosave iabp and transported to the receiving facility. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer responded that the iabp did not require any repair after this event, and that the iabp is back in clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm noted that during testing, both batteries failed to meet factory specifications. The iabp unit is not maintained by getinge and the iabp unit has not been cleared for use and is pending repairs from the customers biomed. A supplemental report will be submitted if additional information is provided. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly while operating on the batteries. It was noted that the iabp unit had been taken to another facility in rescue mode to transport the patient and was checked beforehand. It was noted that one of the batteries was depleted and the other battery only had a partial charge but no ac transport power supply was used. The iabp unit was powered on and the patient was connected but when the end user pressed the start button, the iabp unit began the autofill sequence then immediately shut down. The end user attempted to power on the iabp unit twice; however, the iabp unit shut down after the start button was pressed. The patient was reconnected to the transferring facility¿s cardiosave iabp and transported to the receiving facility. There was no patient harm and no adverse event was reported.